Event description:
The hcp reported that the patient has experienced difficulties since pump was implanted in 2006. The patient has experienced increased spasticity, as well as flaccidity. Volume discrepancies have been noted at several refills. Roller study did not reveal any issues related to pump function. A dye study was also performed revealing a patent catheter. The hcp suspected at that time, there was a possible intermittent catheter kink and/or occlusion. The patient had also experienced nausea and vomiting, believed to be unrelated to the device system. The patient receives baclofen via the pump and was believed to be supplemented with oral baclofen when symptomatic. The hcp reported that in view of continued issues, he recently viewed the bellows of the pump under flouroscopy when the reservoir was 1/2 full of drug and the bellows were at 1/2 extension. He emptied the pump of drug and viewed the bellows again, and it was collapsed as expected. He suspects that the volume accuracy issues were due to a catheter occlusion that cleared when he did a catheter dye study on a earlier date. The patient is doing very well with the pump and they will monitor volumes at refills going forward. Refer to manufacturer's report #: 2182207200601401.